Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the instrument channel of the subject device tested positive for pseudomonas aerginosa and stenotrophomonas maltophilia (>500cfu/20ml) during a routine inspection. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the device evaluation result. Olympus followed up with the facility to obtain additional information and was informed that the subject device had been manually cleaned with olympus brushes ((B)(4)) and had been reprocessed using a non-olympus automated endoscope reprocessor (aer). The user facility reported that the suction channel of the subject device tested positive for pseudomonas aeruginosa and klebsiella oxytoca (400-500cfu/20ml) during the routine microbiological testing at the facility. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing after reprocessing with olympus aer (etd) and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation by (B)(4) confirmed there were scratches inside the instrument channel and signs of wear and tear in the distal cover of the insertion portion, the bending section and the angulation mechanism.